Manufacturer narrative:
Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Borgwardt, a. Et al (2016) a randomised, controlled clinical study on total hip arthroplasty using 4 different bearings: results after 10 years. Hip international 2017; 27 (1): 96-103. Doi: 10.5301/hipint.5000428. Report source, foreign - event occurred in (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06153, 0001825034-2017-06155.

Event description:
It is reported that 33 dislocations occurred. No additional information provided.